Event description:
The customer reported a failure to acquire leads ECG and intermittency with lead v5. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.